Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and outcome of the peritonitis were unknown. It was unknown if the patient was admitted to the hospital for the event. On an unreported date the patient began treatment for the peritonitis with injection vancomycin, 2 grams and injection gentamicin, 20 mg (routes and frequencies were not reported). No further detail was provided regarding whether dianeal therapies were ongoing. No additional information is available.